Manufacturer narrative:
The user facility was contacted for clarification and further details of incident and product in use. We confirmed that only the gel pad was in direct contact with the patient and area of injury. The gel pad possibly should be the suspect device and is not a cincinnati sub-zero product. The csz maxi-therm lite blanket and blanketrol ii products were in use at time of the event. The user facility evaluated the blanketrol and determined that it was performing as designed and was not contributory to any over-temperature delivery. Csz ascertains that a csz product did not cause or contribute to a serious injury or death in this event, nor did a malfunction of a csz device occur.

Event description:
As reported by the user facility, a non insulin dependent diabetic patient was undergoing a triple coronary bypass procedure. She was placed on a hypothermia pad that was covered by a gel pad. Patient was prepped with chloraprep. After surgery, patient skin integrity appeared to be fine. Two days later, an 18 x 18 inch second degree burn was noted on the patient's back. Burn was also present in the fold of the patient's skin. Cause of the burn is unclear at this time and is under investigation by the user facility.